Manufacturer narrative:
E1: name: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Event occurred in oman. It was reported that the patient faced tape not sticking event on (B)(6) 2026, where product did not adhere while playing in the school bus.